Manufacturer narrative:
The account stated it is an issue with the test port cable assembly. No further info is available on the repair of the bed at this time.

Event description:
The account alleged that the knee will not raise. The account raised the knee manually and plugged in the bed. The knee ran down unintentionally. No pt impact.